Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a service visit, the getinge field service engineer was informed that the cardiosave intra-aortic balloon pump (iabp) display had lines and "snow" and was not readable. There was no patient involvement .

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected field: d9 (return to manufacture date).

Event description:
N/a.

Manufacturer narrative:
It was reported that while servicing another piece of equipment, performed by a getinge field service engineer (fse the cardiosave intra-aortic balloon pump (iabp) display had lines and "snow" and was not readable. There was no patient involvement. The fse replaced the display and then completed calibration checks and performance and safety tests with no further issues. The unit was approved for clinical use and returned to the user. The following was performed . Failure analysis and testing .the failure analysis and testing department received the following part associated with this complaint: top lcd display ,this part was received with a reported unit failure message of lines on display. Performed visual inspection of this part received and part looks to be in good condition. Installed top lcd display into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified the failure message of lines on display as soon as unit turn on. Please see attached picture. Top lcd display failed testing. Retaining top lcd display in the fat dept. Based on the information in the complaint, the most likely root cause is normal wear of the display lcd. No evidence of excessive force was seen. A device history record (DHR) review was performed for this device to identify any non-conformances historically associated with the respective DHR and to establish the relationship between the manufactured device and the reported failure. Based on the DHR review, no non-conformities were identified.

Event description:
N/a